Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours and after 24 hours, no motor or rewind issues were observed. The review of the black box did not reveal any motor issues. The pump was opened up and no corrosion or damages were noted on the motor flex connector. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor issue. The reporter alleged that the pump was automatically rewinding without user prompt. This complaint is being reported because the reported issue may interfere with insulin delivery. There was no indication that the product caused or contributed to an adverse event.